Event description:
A (B)(6) old female pt's nurse contacted zoll customer support to report that the pt's monitor would not power on past the 'wearable defibrillator screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not completely power on) has been confirmed. As received, the monitor would not power on. Upon service investigation, the flash memory failed to program. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer/analog board sn (B)(4). The root cause of the flash memory failure is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective component. The pt received a replacement monitor.